Manufacturer narrative:
Initial reporter city: (B)(6). The peritonitis occurred on an unspecified date in (B)(6) 2022.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was withdrawn at the time of this report. The reporter declined to provide additional information.

Manufacturer narrative:
H10: the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.